Event description:
It was reported that in (B)(6) 2013, as the patient was going into a (B)(4) store, the security system turned off his stimulation. This occurred again on 2013 (B)(6) while the patient was walking into (B)(4). The patient knew it had occurred because, he was slower on the right side. The patient stated, his stimulator was coming near replacement. The patient planned to follow up with his physician. This patient has bilateral devices. See MFR 3004209178-2014-00778 for the other device.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3389-40, lot# j0333665v, implanted: 2003 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 3389-40, lot# j0236968v, implanted: 2003 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension. (B)(4).